Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reporter telephone number (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dermatome stopped working. The issue occurred outside the surgical environment with no patient involvement or surgical delay. At product evaluation investigation the motor speed of the device was unstable. No adverse events were reported as a result of this malfunction. No additional event information available.